Event description:
It was reported that during a renal stenting procedure, a balloon rupture occurred. The lesion was located on the bifurcation of the renal artery. The degree of stenosis and calcification are unk. The physician advanced the express vascular 6.0x14x90 cm stent delivery system over the wire to the lesion. Upon inflation of the stent balloon, it "seemed as the balloon ruptured." The stent did not open completely. The stent delivery system was withdrawn. The procedure was completed with another of the same device. No pt injuries were reported. The pt's current status is reported as "stable". Attempts to obtain further info were unsuccessful.